Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that rotor calibrations were conducted. Additionally, it was noted a door switch for the imaging system was replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of a procedure. It was reported that the gantry door will not open. The system powers on but the door will not open when the button is pressed. Additional information was received indicating that the facility used a c-arm to complete the subsequent procedure. Additionally, the was noted that the imaging system door would not close due to the switch not engaging fully.